Event description:
The pt was smoking with oxygen on and caused a fire. Pt sustained 2nd and 3rd degree burns to 30% of his body on the left side. Pt died on (B)(6) 2018. The pt was found in bed with the mattress on fire, the pt had flames on his clothes and oxygen on.